Event description:
The customer reported that the bottom of her insulin pump had broken off, with no significant events having occurred beforehand. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was reported as 238 mg/dl.

Manufacturer narrative:
Findings: unable to perform displacement test due to cracked end cap noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery, tube threads, broken belt clip slot and missing end cap sticker.

Manufacturer narrative:
The aware date was incorrect in the initial report. The correct date has been updated with this report.